Event description:
The hologic novasure device was inserted into the patient and began to ablate. After about 20 seconds, the device abruptly stopped working. Md inspected the uterus and it was not fully ablated. Another novasure device was opened and functioned normally to complete the ablation. No patient harm. FDA safety report ID# (B)(4).